Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Senseonics was made aware of an incident where patient experienced hypoglycemia issue due to sensor inaccuracies. Patient reported that sensor glucose (sg) value was 130 mg/dl where as blood glucose (bg) measurement was 60 mg/dl. Patient did not receive low glucose alerts because the sg value did not cross the low alert threshold which was set at 80 mg/dl. Patient felt dizzy at the time of the event and took glucose. He did not require any medical assistance or intervention.

Event description:
Senseonics was made aware of an incident where patient experienced hypoglycemia issue due to sensor inaccuracies. Patient reported that sensor glucose (sg) value was 130 mg/dl where as blood glucose (bg) measurement was 60 mg/dl. Patient did not receive low glucose alerts because the sg value did not cross the low alert threshold which was set at 80 mg/dl. Patient felt dizzy at the time of the event and took glucose. He did not require any medical assistance or intervention.